Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient experienced a vibration sensation coming from the area of the pump. No pump alarms were heard. The patient was asymptomatic. Additional information received on (B)(6) 2011 reported the patient was seen in the clinic on (B)(6) 2011. The patient remained asymptomatic. It was believed the catheter may have been kinked, when the patient stood up, the catheter straightened out. The patient was no longer experiencing the vibration sensation. No troubleshooting was performed. The pump delivered morphine 25 mg/ml. The patient was "doing fine."